Manufacturer narrative:
The customer reported an unspecified failure. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Visual inspection of the as-received sample observed the tubing was cut. The cut was observed to be approximately 9 1/2 inches from the male luer and approximately halfway around the tubing. No further issue was observed with the set. Functional testing performed immediately observed a leak from the cut. It is unknown how the observed damage occurred. The root cause of the damage was unable to be identified. Although issue was reported for the set, the syringe was reported to rcc/bd1. The device history record for model (B)(4) could not be performed due to no lot number being provided for the reported suspect set sample.

Event description:
It was reported that an unspecified failure occurred. The customer stated that there is no event information available. Although requested, there has been no impact to patient response or additional event information made available to date.